Event description:
At the closing of the surgical procedure, the scrub tech noted fluid had passed through the (sterile) warmer drape into the (non-sterile) warmer basin. This was an indication that a hole was possible in the warmer drape. More fluid was poured into the drape, and we were able to visualize and verify that a small hole was in the drape. Manufacturer response for sterile drape, (brand not provided) (per site reporter). Have not received any follow-up from vendor as yet.